Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; if explanted; give date: unknown if lens was implanted. Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 21.0 diopter intraocular lens (iol) haptic was distorted when inserting into the patient's eye. There is no indication that surgical intervention was required. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 3/6/2019, device returned to manufacturer: yes. Device evaluation: the complaint sample was received cut in half. Visual inspection using magnification was performed. Part of the lens where is the loop it was detached. The detached piece was not returned. The other lens haptic was observed distorted /bent, confirming the reported issue. However, there is no evidence to suggest that the complaint sample has been affected by the manufacturing process. The lens was handled and used. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no additional investigation request for this po (B)(4). Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.